Event description:
All information that has been provided to date has been entered on this medwatch. (B)(4).

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.